Event description:
It was noted that the implantable cardiac monitor (icm) exhibited undersensing. No intervention was performed. The patient was in stable condition and will continue to be monitored.